Manufacturer narrative:
(B)(4). The subject rt265 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in japan reported that the y-piece connector of an rt265 infant dual-heated evaqua2 breathing circuit was found cracked during set up and prior to patient use. There was no patient involvement.

Event description:
A healthcare facility in japan reported that the y-piece connector of an rt265 infant dual-heated evaqua2 breathing circuit was found cracked during set up and prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided by the healthcare facility. Section h11: method: the subject rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the subject device identified cracks along the swivel wye ports. Further analysis indicated that the ports were subjected to a squeezing or crushing force. Conclusion: based on our investigation, the cracks are likely to be due to a squeezing or crushing force. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit also state the following: visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.